Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermittent occlusion alarm occurred. System check was being performed by tandem customer technical support cts), however the customer declined further troubleshooting. Customer¿s blood glucose level was 300-326 mg/dl.